Manufacturer narrative:
Age at time of event: 70+. Device evaluated by manufacturer: the complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4)

Event description:
It was reported that the closure device shifted. On (B)(6) 2017, the patient underwent a left atrial appendage (laa) closure procedure, where a 27 mm watchman ® laa closure device was implanted. On (B)(6) 2018, at the patient follow-up appointment, the physician thought that the closure device shifted a little bit and had lower compression. There was no change to the seal of the closure device. There was no additional intervention required. The patient's status is fine and will have continued follow up per patient protocol.